Manufacturer narrative:
Representative samples were received for the investigation on 16 january 2009. Upon completion of the investigation, a supplemental report will be submitted. In 2009, a clinician from our medical affairs group visited the hospital to obtain additional info. The securement procedure was reviewed and the devices appeared to be secured in an appropriate manner by standard procedure. The nurses reported the catheters were "not manipulated". However, it is clear that due to pt movement, either initiated by the pt or by staff/parent, or due to other elements within the pt area (such as other tubing, wires, cables, bedding, clothing, etc.) There is some potential for manipulation of the catheter site. The MDR access numbers are: 1710034-2009-00001, 00002, 00003, 00004, 00005, 00006, 00007, 00008, 00009, 00010, 00011, 00013, 00014, 00015, 00016, 00017, 00018, 00019, and 00020.

Event description:
The catheter broke underneath oval disk. The catheter was successfully removed with fingers. Site prepped with 2% chlorhexidine and allowed to dry for 30 seconds. Catheter secured with transparent dressing at insertion site. Same procedure used for insertion prep and dressing change. Three ml saline pre-filled syringe used to flush. Medication infused with 3cc syringe via extension set attached to positive flow valve on PICC line.